Event description:
The device was returned to the manufacturer because a power on rest (por) had occurred. No pt complication was reported.

Manufacturer narrative:
Device analysis revealed broken bond wire(s).